Event description:
It was reported that during a percutaneous coronary intervention, catheter fracture occurred. The 75% stenosed lesion was located in the severely tortuous distal right coronary artery (rca). A non-bsc stent was previously deployed at the lesion. After crossing a guidewire, they performed pre dilatation. Ivus was performed but the guidewire was unable to cross near the side of the lesion. They attempted to deploy the 3.00 x 16mm promus element stent but it was unable to reach the lesion due to severe tortuousity of the vessel. Parallel wire technique was performed and anchor technique but the issue was not resolved. They attempted to perform 5 in 6 technique but still unable to cross the lesion. The stent was removed from the patient but it came into contact with the 5fr non bsc guide catheter. There was resistance felt and became resolved.. The stent delivery system was removed from the patient. They then noticed that the shaft part near the wire exit port was fractured. Because procedure time was prolonged, they decided not to deploy the stent and performed plain old balloon angioplasty. The procedure was completed with a different device. No patient complications were reported and the patient status is good.

Manufacturer narrative:
Device evaluated by MFR: initial visual examination noted that the stent delivery system was returned in two parts as a result of a shaft polymer extrusion break at the exchange port. Further review found that the stent was severely damaged towards the proximal edge, as the profile of the stent here was bunched and several struts were misaligned. There was no evidence of a stent fracture however the stent was moving freely on the balloon. No further damage was noted with the returned device which could have contributed to the reported complaint. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, catheter fracture occurred. The 75% stenosed lesion was located in the severely tortuous distal right coronary artery (rca). A non-bsc stent was previously deployed at the lesion. After crossing a guidewire, they performed pre dilatation. Ivus was performed but the guidewire was unable to cross near the side of the lesion. They attempted to deploy the 3.00 x 16mm promus element stent but it was unable to reach the lesion due to severe tortuousity of the vessel. Parallel wire technique was performed and anchor technique but the issue was not resolved. They attempted to perform 5 in 6 technique but still unable to cross the lesion. The stent was removed from the patient but it came into contact with the 5fr non bsc guide catheter. There was resistance felt and became resolved.. The stent delivery system was removed from the patient. They then noticed that the shaft part near the wire exit port was fractured. Because procedure time was prolonged, they decided not to deploy the stent and performed plain old balloon angioplasty. The procedure was completed with a different device. No patient complications were reported and the patient status is good.

Manufacturer narrative:
Device is a combination product. (B)(4).